Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08604. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Groin access was obtained with a non-bsc transseptal catheter. It was then advanced through the inferior vena cava up to the transseptal. They anchored a stiff unspecified guide wire into the left upper pulmonary and exchanged out the transseptal catheter for a single curve watchman® access system (was). Access was obtained with a non-bsc pigtail catheter. Images were taken to measure the appendage and based on the measurements they decided to go with a 24mm watchman ® laa closure device & delivery system. The proper depth was achieved, but there was quite of bit of torqueing made on the was which subsequently straightened out when they introduced the wds. During that period when it straightened out, it looked like the actual was went through a little bit of the appendage. They started to deploy the closure device and they actually deployed half the device outside the appendage and half the device inside the appendage. Once they realized what happened, they pulled the closure device out. They immediately noticed a very large effusion. The patient's pressure started to decrease which was treated by administering fluids. They tapped the chest and performed a pericardiocentesis where they removed 350 cc's of fluid from the pericardial space. The procedure was aborted and has been rescheduled. The patient went to the intensive care unit (ICU) and was monitored overnight with the drain left in with zero fluid accumulation.